Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultralink meter was reading inaccurately high. The pt obtained meter readings of "387, 198, and 187 mg/dl" within a "few" minutes of each other. He then reportedly took 12-14 units of additional humalog to "compensate" for the "387 mg/dl." About 4 hours later, the pt allegedly developed the shakes and became nervous and very hungry. The pt administered self-treatment with glucose tablets. No other blood glucose results or forms of treatment were reported. This complaint is being reported because the pt allegedly suffered a serious injury after taking insulin based on an alleged inaccurate high meter reading. In addition, the reported meter results did not meet lifescan's precision criteria. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.